Manufacturer narrative:
Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information was provided in h6 (medical device problem code). Upon review, it was identified that the code pd-any device-(separation, break) has been added to this report.

Manufacturer narrative:
D4: UDI and serial number-no product found with product code. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The impella cp sheath kit was opened in routine fashion per medical staff. Upon set up a scrub technician noticed that the orange clip at hemostatic valve was displaced. The clip was snapped back into place and sheath appeared to function appropriately upon inspection. The sheath was then inserted in routine fashion. When the dilator was removed, the orange clip on the hemostatic valve removed with dilator causing bleeding from the introducer. A secondary sheath kit was opened and sheath was replaced. Additional information regarding the failure mode was obtained. Decision was ultimately made to explant impella and perform percutaneous coronary intervention (pci) unsupported due to aortic stenosis. The impella cp was then explanted and pci of the right coronary artery (rca) and left anterior descending (lad) artery was performed without issue. At the conclusion of the procedure dry closure was performed utilizing a 10mm mustang balloon at insertion site for 30 minutes total. Hemostasis was adequate and patient was transferred to intensive care unit (ICU) for management. Additional information: all best practices were followed during vascular access. Excessive force was not applied. Clinical review a (B)(6) -year-old male with multivessel coronary artery disease (cad) and severe aortic stenosis (as) scheduled for transcatheter aortic valve replacement (tavr) underwent right heart catheterization (rhc) and left heart catheterization (lhc), percutaneous coronary intervention (pci) of rca and lad, and balloon aortic valvuloplasty (bav) for tavr preparation. Due to complex coronary anatomy and reduced stroke volume, impella cp was planned for procedural support. Aortic valvuloplasty was performed reducing mean gradient by 40 points. Despite successful wire crossing of the aortic valve, multiple attempts to advance the impella cp into the left ventricle (lv) failed due to resistance at the valve. The device was explanted, and pci of rca and lad were completed without support or complications. The complaint describes a malfunctioning impella sheath¿when the dilator was removed, the orange clip on the hemostatic valve detached, causing bleeding from the introducer. A secondary sheath kit was opened and replaced without harm. Notably, impella cp use in severe aortic stenosis is off-label per instructions for use (IFU). Decision was ultimately made to explant impella and perform pci unsupported due to aortic stenosis. Impella cp was then explanted and pci of the rca and lad performed without issue. At the conclusion of procedure dry closure was performed utilizing 10mm mustang balloon at insertion site for 30 minutes total. Hemostasis was adequate and patient was transferred to ICU for management.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary pd-any device-(separation, break) / fluid leak: the cause of the bleeding resulting from an orange hub detachment was not determined since product was not returned for review.

Manufacturer narrative:
H6 a050401 was inadvertently omitted on the initial manufacturer device report.